Event description:
Boston scientific received information that during a follow up visit, this implantable cardioverter defibrillator (ICD) was displaying elective replacement indicator (eri). It was noted that there was extended charge time of 19.5 seconds and is believed to be what triggered the eri. There was an allegation that the device had reached eri prematurely. No adverse patient effects were reported.

Event description:
------

Manufacturer narrative:
This device remains implanted and in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times, and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.